Manufacturer narrative:
(B)(4). (B)(4). The 2x12 minivision (part unk, lot unk), is being filed under a separate MFR#. Evaluation summary: there was no reported product deficiency. Myocardial infarction and thrombosis are known adverse pt events as listed in the promus instructions for use (IFU). Since it was reported that the promus stent was implanted along with a non-abbott drug eluting stent, it should be noted that the promus IFU states: effects of multiple stenting using promus stents combined with other drug-eluting stents are also unk. When multiple drug-eluting stents are required, use only promus stents in order to avoid potential interactions with other drug-eluting or coated stents. In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: mi/stent thrombosis requiring medical intervention. Onset of adverse event: 18 months post procedure. It was reported that on (B)(6) 2008, a 2x12 minivision stent, 2.5 x 28 non-abbott stent and 2.5 x 12 promus stent were implanted in the left anterior descending artery (lad). On (B)(6) 2009, a 2.25x32 study stent was implanted in the ramus artery. The study device is blinded and remains unk. On (B)(6) 2009, the pt was admitted with a segment elevation myocardial infarction and in-stent thrombosis in the proximal lad. Balloon angioplasty was performed to treat the thrombosis. Though requested, no additional information has been provided. You are receiving this MDR report from abbott vascular because, (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.